Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 300 mg/dl at time of incident and the current blood glucose level was 470 mg/dl. The customer was assisted with troubleshooting under delivary for the high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.